Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the suture broke. An 8.3/25 expel drainage catheter with twist-loc hub was selected for use. During the procedure, the inner stiffener was kinked and it was difficult to load the stiffener inside the drainage catheter. It was noted that the loop was too large and took a lot of effort to tighten it. The physician pulled the string to tighten the loop but the string broke. No patient complications were reported.